Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the surgeon observed a haptic stuck to the optic. The surgeon's unsuccessful attempts to unstick the haptic resulted in a posterior capsular tear. The surgeon left the lens in the eye and closed the incision. At the f/u visit, it was observed that the lens was decentered. The lens was exchanged for a different model, placed in the sulcus, and a partial vitrectomy was performed. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info has been requested.